Event description:
It was reported that "mantis screw tulip tore by force from persuader while reducing a rod."

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.